Event description:
The customer tested his blood glucose and received a reading of 47 mg/dl using his contour meter. He retested using another meter and received a reading of 147 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to locate his test strips at the time of the call, so no product will be returned at this time.